Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that their previous implant would overstimulate when going in for cancer screenings if they didn't turn the stimulation off. The issue began several years ago. Patient had to go for cancer screenings once every 3 months for CT or pet scans. Agent asked patient if they were referring to their non-rechargeable implant from 2016 and patient assumed so but was unclear. [See general text for omitted information.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified that when they said they needed stimulation on their left arm and left leg, they were explaining where their primary pain was and not that they had lost stimulation. The patient's comment about replacing the neurostimulator on the left was a comment about end of life for the power supply. The reported amputation was clarified to be unrelated to the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, the pt reported their ins on the left side had not been replaced yet, but it wouldn't be long before they would have to replace the one on the left. They noted they need stimulation on their left arm and left leg.